Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 485 mg/dl. The customer changed the infusion set and the blood glucose level were reduced. The insulin pump received a no delivery alarm and the issue was resolved by changing the complete set. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for the analysis.